Event description:
Ous MDR - after an implantation time of 24 months, artifacts in the ventricular channel and the far-field were reported. No deterioration in the pt's state of health was reported. The lead was explanted and a new one implanted.

Manufacturer narrative:
Ous MDR.